Event description:
Medics attempted to use the device to administer a shock to a pt diagnosed in ventricular fibrillation. The pt was connected to the device using disposable defibrillation electordes. The defibrillator reportedly failed to function. The medic next connected the hard paddles to the device and again attempted to administer a shock. The defibrillator again allegedly failed to function. Another ambulance subsequently arrived and administered 6 shocks to the pt using their defibrillator. The pt was not resuscitated.